Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of a 93 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently and an urgent additional evar was performed due to rupture. The rupture was on the right common iliac artery where a new aneurysm developed after the original treatment of the aaa. There was aneurysm growth of the right common iliac artery. The endurant ii stent graft in the right common iliac artery had migrated proximally and resulted in a type ib endoleak and led to the rupture. Per the physician the cause of the event was due to anatomy. Another manufacturer's device was implanted in the common iliac artery and the event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.